Event description:
This is a summary of the reported event: patient went to his dentist and found some cavities in his tooth that had a root canal 15 years ago (ll6), so it needs to be extracted and also the tooth above needs crown/capping, the infected roots affected the patient hearing. Patient was prescribed an antibiotic to make the swelling go down. Patient is scheduled for tooth extraction next month.

Manufacturer narrative:
These symptoms / injuries are unrelated to our product / treatment. The patient demonstrates extended poor oral hygiene throughout the provided records. Furthermore, the most recent dental assessment (provided by patient) further strengthens the argument that presented issues are due to long term oral hygiene issues.